Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of and angiojet solent omni thrombectomy system. The pump, shaft, and tip were visually examined and it was observed that the shaft and hypotube were detached and damaged 52cm from the tip of the catheter. Due to the condition of the device a functional test could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the catheter broke. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in the distal popliteal artery. Antegrade access was achieved through the right common femoral artery. A v18 guidewire was placed down from the femoral popliteal vein graft to the distal popliteal artery. The catheter was advanced while aspirating. However, about half way down the graft resistance was encountered and they were unable to advance further. The anatomy was not very tortuous. The physician stopped aspiration by coming off the foot pedal. When the pedal was pressed again, an error message displayed to "check saline". Troubleshooting was performed without success. The device was removed over the wire. It was discovered that the catheter had broken and come part. All pieced were removed from the patient with a hemostat from the wire and sheath. It appeared to accordion from the point of break toward the tip of the catheter. The procedure was successfully completed with a different angiojet catheter. There were no patient complications and the patient was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter broke. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in the distal popliteal artery. Antegrade access was achieved through the right common femoral artery. A v18 guidewire was placed down from the femoral popliteal vein graft to the distal popliteal artery. The catheter was advanced while aspirating. However, about half way down the graft resistance was encountered and they were unable to advance further. The anatomy was not very tortuous. The physician stopped aspiration by coming off the foot pedal. When the pedal was pressed again, an error message displayed to "check saline". Troubleshooting was performed without success. The device was removed over the wire. It was discovered that the catheter had broken and come part. All pieced were removed from the patient with a hemostat from the wire and sheath. It appeared to accordion from the point of break toward the tip of the catheter. The procedure was successfully completed with a different angiojet catheter. There were no patient complications and the patient was stable.